Manufacturer narrative:
E1 - event site name - (B)(6). E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) turned on with power-up test fails code 6 (touch screen configuration). There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The touch screen was replaced to fix the issue. The new touch screen was successfully calibrated. The device passed all functional and safety tests to manufacturer specifications.